Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the date of surgery is (B)(6) 2022. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date is (B)(6) 2022. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right rupture since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 2, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 275cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with 275cc mentor memorygel breast implant on both sides and experienced left side capsular contracture; baker grade unknown, and breast implant rupture postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. On (B)(6) 2022, mentor became aware that patient experienced bilateral intracapsular rupture. Date of surgery has not been scheduled so far. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 16, 2022, mentor became aware that patient expressed dissatisfaction with implant size, and left side rupture. Patient underwent bilateral explantation and replacement with 360cc mentor moderate on (B)(6) 2022. On august 19, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Corresponding codes have been updated accordingly under section h on this form. Reason for device explant and/or reoperation: dissatisfaction with implant size this supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).